Manufacturer narrative:
This incident was deemed as an "adverse event". However we failed to file the importer medwatch, and therefore will submit the importer medwatch now retrospectively. This event is filed under internal complaint ID (B)(4).

Event description:
It was reported that, during a hysteroscopy, a portion of the tip dislodged during the procedure. No patient injury was reported. Surgeon was able to remove the broken piece and was able to complete the procedure. Per customer, the case date was either on (B)(6) 2023.